Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Unknown number of months post stent graft implantation a request for a talent aortic cuff was requested. Vessel and aneurysm morphology are unknown. It was reported that the CT demonstrated stent graft had migrated 2.5 cm resulting in a type I endoleak. It was reported that the patient had disease progression, resulting in elongation dilation of the aortic neck. Due to the co-morbidities the patient is not a candidate for open surgical repair. The physician requested talent aortic cuff because the patient's aortic neck was too large for an appropriately sized commercial aortic cuff. The talent cuff will not be placed, and at the time of this report the patient has not been treated. No additional clinical sequelae were reported and the patient is reported to be fine.